Event description:
It was reported that this right atrial (ra) lead was explanted together with the device and rv lead due to infection. Furthermore, the source and cause of the infection were unknown. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted together with the device and rv lead due to infection. Furthermore, the source and cause of the infection were unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to fields f10 and h6 device codes. This supplemental report has been created to capture additional information and information correction.